Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid and distal right coronary artery. A 9mm 2.75 maverick balloon catheter was advanced for dilatation, however, crossing difficulty was encountered. Eventually, the device was able to cross the lesion and during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.75 maverick balloon catheter. No patient complications were reported and the patient's status was good.